Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock. Upon review, it was discovered that the inappropriate therapy was delivered due to atrial activity being blanked by pvab and rate branch diagnosing v>a. Further information was requested, however, was not provided.